Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the system impedance measurements were low measuring 105 ohms. Defibrillation threshold (dft) testing was performed; however, there was difficulty inducing an arrhythmia. After multiple attempts, ventricular tachycardia (vt) was induced. A 65 joule shock was given which accelerated the arrythmia to ventricular fibrillation (vf). The device delivered an 80 joule shock, and it failed to convert. The patient had to be externally shocked which terminated the vf. The physician decided to reposition the lead to more medial. Again, dft was performed and they were unable to induce an arrythmia. The plan is to leave the system in situ, with potential to bring the patient back for vt stimulation and dfts. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the system impedance measurements were low measuring 105 ohms. Defibrillation threshold (dft) testing was performed; however, there was difficulty inducing an arrhythmia. After multiple attempts, ventricular tachycardia (vt) was induced. A 65 joule shock was given which accelerated the arrythmia to ventricular fibrillation (vf). The device delivered an 80 joule shock, and it failed to convert. The patient had to be externally shocked which terminated the vf. The physician decided to reposition the lead to more medial. Again, dft was performed and they were unable to induce an arrythmia. The plan is to leave the system in situ, with potential to bring the patient back for vt stimulation and dfts. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes this device's delivery of a shock may have contributed to an unintentional induction of or acceleration of an arrhythmia. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Device technical analysis this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. Risk assessment: a risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: investigation determined that this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Boston scientific developed and released a software update for the emblem s-ICD product family that is intended to reduce the potential of a delivered shock resulting in an induced/accelerated arrhythmia.